Event description:
It was reported that during the procedure for treatment of a 90% stenosis in the moderately tortuous, mildly calcified right coronary artery, pre-dilatation was performed using a tenku balloon followed by optical coherence tomography (oct). A 2.75x23 rx xience xpedition stent was implanted. A 3.0x18 rx xience xpedition stent delivery system (sds) was advanced to the proximal segment of the rca. The stent balloon was pressurized but the stent failed to expand and blood was observed to be entering the inflation device. The sds was withdrawn from the anatomy and exchanged for a new sds which was used successfully to treat the proximal segment of the rca. Outside of the anatomy, leakage was confirmed around the mid portion of the distal shaft and the stent area. There was no reported adverse patient effect and no reported clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide catheter: launcher 2.75-23; stent: xpedition 2.75x23. Evaluation summary: the device was returned for evaluation. The reported shaft tear/leak was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.